Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00947 / 00948).

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to unknown reasons. During the revision, the retaining clip of the patellar trial fractured. The surgeon stated that all the fractured pieces were accounted for; however it is unknown if any of the pieces fell in to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to unknown reasons. During the revision, the retaining clip of the patellar trial fractured. All the fractured pieces were accounted for, and no pieces fell into the patient.